Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, health effect ¿ impact codes, investigation findings, component codes, investigation conclusions). Corrected field: e2, e3, e4, d5, g2. A getinge field service engineer (fse) stated that need flat cable (0012-00-1158) for testing purpose. On reconnected all display connection. Unit observed for more than 4 hrs. Unit handover to customer in working well condition. Again, same problem was persisting. Fse visited the site on 16-12-2025 and checked the device. Fse replaced the (d012-00-1558) cable assy upper display to monitor with new one and rectified the issue. Device passed the all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. Observed the device for 3 hours, no errors & problems had occurred again.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosaveintra-aortic balloon pump (iabp) had flickering display. There was no patient harm.